Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a recurrent umbilical hernia repair procedure on unknown date and the mesh was implanted in the intraperitoneal position. Five months after the procedure, the patient experienced another umbilical hernia recurrence and was asymptomatic; however, the patient developed a second hernia at the epigastric trocar site of the cholecystectomy. Seven months following the procedure, the patient underwent a new laparoscopic hernia repair and omental adhesions were present at the umbilicus, covering the mesh. A recurrent juxta-umbilical hernia was also present on both sides of the mesh. After releasing the adhesions, the mesh was found to have shrunk and folded. The mesh was removed and both hernias were repaired with new mesh.